Event description:
Customer reported via phone call the insulin pump would not rewind, it had a closed circle and when customer was attempting to set up the reservoir the act button was not responding. The insulin pump did not have a recent alert was bad battery and it occurred in (B)(6). Customer couldn't see very well so customer's spouse continued the call. Customer's spouse attempted to navigate through the menu of the insulin pump but the act button was unresponsive. Customer's blood glucose was initially 40 mg/dl, treated with orange juice and cake and during the call it was normal. Customer's spouse couldn't verify current blood glucose level, but customer was feeling good. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window.